Event description:
It was reported that, during a procedure, a moses laser fiber burned through its own fiber while in use, resulting in a burn injury to the physician which required no treatment. The procedure was completed using a different fiber. The physician is expected to make a full recovery, and there were no reported patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found that the fiber body was broken into two pieces, confirming the reported allegation. Microscopic examination of the tip and connector showed no visible abnormalities, as both components appeared to be in good condition. The fiber passed the functional testing performed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the moses fibers hazard analysis was completed and confirmed that the event of fiber break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. According to the device instructions for use (IFU), the following is cautioned: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. The reported adverse effect of a burn is a known risk associated with use of the device as indicated in the IFU. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that, during a procedure, a moses laser fiber burned through its own fiber while in use, resulting in a burn injury in the physician thumb which required no treatment. The procedure was completed using a different fiber. The physician is expected to make a full recovery, and there were no reported patient complications.

Manufacturer narrative:
H6 device codes: corrected.

Event description:
It was reported that, during a procedure, a moses laser fiber burned through its own fiber while in use, resulting in a burn injury in the physician thumb which required no treatment. The procedure was completed using a different fiber. The physician is expected to make a full recovery, and there were no reported patient complications.